Manufacturer narrative:
Additional review indicated (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had lost weight and the implant was close to the skin, like there was no muscle, and it felt like one quarter inch or less. The caller also stated that the patient felt burning every once in a while. No further complications were reported as a result of this event. The burning began in 2017, about six months prior to (B)(6) 2017.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the device was closing to the skin and started burning every one in a while. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; root cause to the device burning and being shallow remain unknown. Contributing factors to the device being shallow may be weight loss. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had lost wither and the implant was close to the skin, like there was no muscle, and it felt like one quarter inch or less. The caller also stated that the patient felt burning everyonce in a while. No further complications were reported as a result of this event. [Reference event (B)(4) for information related to burning, weight loss, dizziness, and car accident on the previous device].